Event description:
The customer reported via phone call that their infusion set had a bent cannula. The customer stated that they experienced high blood glucose of 400 mg/dl. Customer declined troubleshooting for high blood glucose readings and bent cannula. It was unknown whether customer was on auto-mode feature at the time of incident. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.